Manufacturer narrative:
B3: estimated dated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the proglide device was used in the subclavian artery. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a subclavian artery was attempted using a proglide device with an 8f sheath after an interventional central venous catheter procedure. Reportedly, the proglide foot was broken during deployment. The proglide device was difficult to remove. The entire device was removed as the foot was connected by the white link. There was no damage to the artery. A vascular covered stent was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.